Event description:
Boston scientific received information that this right atrial lead dislodged during an unrelated coronary artery by pass and valve replacement procedure. As a result another procedure was performed and the lead was capped and replaced with no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.